Manufacturer narrative:
Concomitant product: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported the issue was that she was supposed to feel stimulation in the legs and lower back, but the patient said she did not feel stimulation in her lower back. Her back did not even feel it was on. The patient did feel stimulation in the leg, but her legs were shaking out of control. A trauma or fall could have been related to the event. The patient said she fell all the time, 3-4 times a month every month. The patient did not know why she fell, she just did. It was noted the manufacturer's representative was supposed to be at her appointment on (B)(6) 2016 but did not show up. Since 2015, the patient had stopped feeling stimulation in her back and her legs started shaking. Later, the healthcare provider (hcp) reported the stimulator was not working for the patient. Relevant medical history included non-malignant pain. It was noted the patient was slow, had strokes and a car accident in the past between 2000 and 2005 before the device was implanted.

Event description:
No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported she had not been able to make adjustments ever since she got the two implantable neurostimulators (ins). The patient used the programmer and it did nothing. It was confirmed the patient programmer was working.